Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on ventricular channel. During the procedure, the lead could not be accessed from left side due to closed vein. The following day, the lead was capped and replaced from right side. Patient condition was good after the event.